Event description:
A nurse reported with description unspecified issue with the lens which was noticed upon insertion. There was patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.3. , h.3. , h.6. And h.11. The product was not returned. A photo was provided. The lens was severely damaged. One haptic was broken in the distal area with the broken haptic portion observed near the damaged lens. The other haptic appears bent in the gusset area and broken in the distal tip area. The broken distal tip appears to be beside the lens. The optic edge has two large chunks broken away from the lens. The damaged lens material from these large areas appears to be crumpled and present on the anterior optic surface at the edge. It cannot be confirmed from the photo if viscoelastic was present on the lens. All product and batch history records are quality reviewed prior to product release. Based on our observation of the attached photo, the lens is damaged. The product has not been received to evaluate. The presence of clinical solution on the lens cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).